Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 2017 clarifier: incorrect prep.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex (cx) coronary artery. The 2.25x18mm xience skypoint stent delivery system (sds) was deployed at 9 atmospheres and the stent reached the intended size despite the balloon losing pressure. A non-compliant (nc) balloon was used for post-dilatation. After removal, the balloon was tested and a leak was noted. Another non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped just prior to deployment, which could indicate that the device was prepped inside the patient anatomy. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use, states: that delivery system preparation instructions which indicate to air aspirate the catheter outside of the patient anatomy. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.